Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sigmoidectomy, during the resection of sigmoid colon, the staples were formed normally, and the cut tissue was normal, but the anvil head of the connection pop-up cap broke after cutting. The broken pieces fell into the patient¿s cavity. The anvil head of the pop-up cap was forced to be removed through an additional gastrointestinal endoscopy. All pieces were retrieved. The issue resulted to unanticipated tissue loss. The surgical time was extended for 30 minutes or more.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. It was reported that the device was broken and the anvil was disengaged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sigmoidectomy, during the resection of sigmoid colon, the staples were formed normally, and the cut tissue was normal, but the anvil head of the connection pop-up cap broke after cutting. The broken pieces fell into the patient¿s cavity. The anvil head of the pop-up cap was forced to be removed through an additional gastrointestinal endoscopy. All pieces were retrieved.  The issue resulted to unanticipated tissue loss. The surgical time was extended for 40 minutes.

Manufacturer narrative:
Additional information: b5, g3 correction: e1(facility name) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.